Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer's blood glucose level was elevated. Customer reverted to alternate pump therapy and indicated that health care provider would be contacted to discuss diabetes management.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.